Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/14/2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and passed. A functional test was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.